Event description:
It was reported, the patient¿s first implantable neurostimulator (ins) implant worked successfully for about 4 years but every other ins that they have had since that time had not worked. It was noted, the ins they had before last, they were on the operating table for 3 hours because the health care professional (hcp) couldn¿t find the right parts. It was noted that one only lasted 2 months.

Manufacturer narrative:
Product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708360, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4); product type lead. (B)(4).